Manufacturer narrative:
(B)(4). Lot number: the customer reported the lot number as "085412002781"; however, this lot number is invalid. The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unknown buretrol set was loose and pulled apart. During follow-up with the reporter, they stated that this occurred prior to patient involvement. Additional information was requested and is not available.